Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. The technical support specialist (tss) dialed into the carefusion coordination engine (cce) and identified that the service was stopped due to low disk space on c. The, the tss the started the cce service, windows were updated and confirmed that the communication was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.